Manufacturer narrative:
The event was re-evaluated regarding the reporting obligation after receipt of the article reference number and lot on 19 july 2021.

Event description:
It was reported that there was fragmentation of the polyethylene.

Manufacturer narrative:
The event was re-evaluated regarding the reporting obligation after receipt of the article reference number and lot on 19 july 2021.

Event description:
It was reported that there was fragmentation of the polyethylene. We received the article no. And lot on 19 july 2021.